Event description:
It was reported that this patient right ventricular (rv) lead showed loss of capture with relatively high and stable thresholds. In addition, the rv pace impedance has dropped but has remained stable as well within normal limits. One episode of ventricular tachycardia has been recorded in the past, due to what appears to be electromagnetic interference oversensing. As the patient is therapy dependent, over 12 seconds of pacing inhibition with asystole were most likely experienced. All other electrograms to date have adequate signals. The case was further discussed, and it was suspected a possible micro-perforation, as the patient had better thresholds in bipolar configuration. Reportedly, a chest x-ray was ordered. However, no further details were known. The perforation was not confirmed and the moving plan on this case in unknown. This rv lead remains in service and no adverse patient effects were reported.